Event description:
It was reported that during use with an unspecified bd 8mm pen needle they were unable to deliver insulin. The following information was provided by the initial reporter, translated from german to english: patient complains that they used to use 8 mm pen needles with which the insulin did not work correctly or at all.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd 8mm pen needle they were unable to deliver insulin. The following information was provided by the initial reporter, translated from german to english: patient complains that they used to use 8 mm pen needles with which the insulin did not work correctly or at all.